Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they mentioned for their first implant, the hcp who put the first system in, put the ins in a "weird spot" in their butt cheek and they had fibromyalgia. They said the placement caused them more issues with that/caused them a little bit of discomfort and pain. Patient said the therapy worked well enough and that they worked with various manufacturer company representatives when the therapy wasn't helping who had helped them make adjustments to the implanted system (patient could not recall rep's names but said they reported the therapy wasn't giving them any relief to the manufacturer rep probably a couple months after that initial implant when they went into the hcp office ). The patient stated the reps helped the patient make adjustments with the initial implant and the patient was able to get a little bit of relief, but not as much as they thought they would get. Patient said because the implant was in that "weird spot" and because they didn't like how their previous hcp had spoken of their surgery with another patient who also happened to be the patient's family member but hadn't told the patient, the patient decided to go to another hcp to have the initial implant replaced with their current implant.